Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a shot of 30 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The caller was the customer's father who was assisted with trouble shooting the insulin pump. Small air bubbles were discovered in the reservoir. There was also a bent cannula found. The customer was advised to change the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.